Event description:
The impact plate broke off when the ladle was hammered in according to IFU.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned. Visual examination of the returned pinnacle cup straight impactor found the impaction plate broke off. The investigation found sufficient evidence to confirm the reported event. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: a device history record review (DHR) was conducted by the manufacturing site. No anomalies or deviations identified in DHR. Device history review: quantity manufactured: (B)(4). Date of manufacture: 10/19/2020. Expiry date: n/a nonsterile reusable device. IFU reference: 090200721 IFU nonsterile inst rev k. No anomalies or deviations identified in DHR corrected: h3.